Event description:
This patient was treated for coil embolization in 2005. The aneurysm was ruptured and the patient status was serious prior to the procedure. In 2006 the patient was undergoing coil embolization. The physician used two micro-catheters (mc). The transit 2 was advanced to the aneurysm in the left vertebral artery from the left femoral artery. The non-cordis microcatheter was advanced to the aneurysm in the right vertebral artery from the right femoral artery. He inserted 23 gdc coils through non-cordis mc and 1 gdc coil, 6 mcr coils, and 12 dcs coils through transit2 mc to the aneurysm. Total of 42 coils were deployed. The physician felt resistance between all coils and the mc. The difficulty was 19th coil while advancing thru the mc. (23 coils were deployed from the right femoral artery using the non-cordis mc and 19 coils were deployed from the left femoral artery using the transit mc.) While the 42nd coil was advanced to the aneurysm difficulty was experienced. Therefore, he attempted to retrieve the coil in the mc, but the coil detached from its introducer and the coil remained in the mc. Again resistance was experienced withdrawing the mc. The physician was attempting to withdraw the mc into the right side guiding catheter, therefore, he cut off the hub of the transit mc. Attempts were made using a snare catheter and the tip of the transit mc was withdrawn into the right femoral artery, but the mc separated and could not be removed from the essel and remained in the right femoral. It was not known what part of the mc was spearated and the removed part of the mc was disposed at the hospital. He suspected that the coil was out of the patient's body, however, visually he did not see it. The treatment was finished without any more operation. The current status of the patient: she is in coma. Reportedly, during attempt to deploy the coil, the coil was not out of the mc when the mc was being repositioned.

Manufacturer narrative:
He suspected that the coil was out of the patient's body; however, visually he did not see it. The treatment was finished without any more operation. The current status of the patient: she is in coma. Reportedly, during attempt to deploy the coil, the coil was not out of the mc when the mc was being repositioned. The physician has not performed any more procedure for the removal of the mc. The cd of the case was not available. Additional information will be submitted within 30 days upon receipt. This is one of two product used on the same patient. MFR report #1058196-2006-00208 & MFR #1058196-2006-00209.